Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the non-boston scientific right atrial (ra) lead exhibited atrial channel oversensing of ventricular signals. The oversensing caused inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the presenting electrogram (egm) and observed there was a premature ventricular contraction (pvc) that was either antegrade or retrograde conduction. Also, ts observed a loss of capture on the atrial channel prior to atr. The field representative confirmed there was capture in clinic at the time of the call. Ts recommended performing a chest x-ray and to extend the post-ventricular atrial refractory period (pvarp). This pacemaker remains in service. No adverse patient effects were reported.